Event description:
The manufacturer of a content lens care cup for use with 3% hydrogen peroxide systems received a report from a doctor's office that a male patient's cup burst during use. No injury occurred; however, the contact lenses were damaged. The manufacturer is implementing corrective actions to prevent recurrence of this event.